Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a moderately tortuous part of the mid lad. The device could not pass the lesion and was removed. A guide plus was inserted. The orsiro mission stent system was re-inserted but could not pass the guideplus and it was noticed that the stent was deformed. Another stent was implanted to complete the intervention.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a moderately tortuous part of the mid lad. The device could not pass the lesion and was removed. A guide plus was inserted. The orsiro mission stent system was re-inserted but could not pass the guideplus and it was noticed that the stent was deformed. Another stent was implanted to complete the intervention.

Manufacturer narrative:
Combination product: yes. Please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn 8043892, fei 3002808050). Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100%. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the inner diameter of the 5f nipro guideplus ii el guiding extension catheter is 0.056" (1.43 mm) and therefore fulfills the requirements specified in the orsiro mission IFU. However, the IFU clearly states not to re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal.